Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18feb2019. Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a leaking o2 connection. The wall o2 hose is leaking from the triple connection. It is unknown if the device was in use at time of the event. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 28feb2019. The biomedical technician visually inspected and tightened the wall o2 hose to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.